Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A solenoid valve for gas inlet valve, power management board, cable between anesthesia control board and sensor interface board, and a flow sensor were replaced to resolve the reported issue. (B)(4).

Event description:
The hospital reported that a problem occurred at the start-up check. There was no report of patient involvement.